Event description:
During an open reduction internal fixation (orif) procedure of a left proximal humeral fracture the tip of the drill bit broke and remains in the patient. The surgeon decided not to remove the broken piece of the instrument. There was no delay in completing the procedure. The procedure was successfully completed by using a 3.5 mm locking screw instead of a 3.5 mm cortical screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(4). Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.